Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting. Upon functional testing, the fse found problem with the suite pc. The fse replaced the suite pc but during reloading software system was showing error. The fse again reloaded software and made all the required settings. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the suite pc. The fse replaced the suite pc, reloaded the software and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.